Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was <0.100 miu/ml with a data flag. This result was reported outside the laboratory. The physician did not believe the result and asked for the sample to be repeated. On 09/16/2016, another sample was drawn from the patient and tested on another cobas e601 and the result was approximately 69000 miu/ml. The original sample was repeated on the original cobas e601 and on the other cobas e601 with results approximately 64000 miu/ml. Both samples were automatically diluted by the analyzer. Information concerning if the patient was adversely affected was requested, but the customer states she did not know. No adverse event was reported. The reagent lot number was 19028003 with an expiration date of 03/31/2017. The field service representative could not find a cause. He checked the system operation and alignments. All assays and qc were within the normal ranges. He ran precision testing using qc material. He determined the system was fully functional.

Manufacturer narrative:
A preventive maintenance visit was performed and the field service representative changed seals and pinch valve tubing. He checked the vacuum system, probe positions, and weighted filters. He observed the drainage during a mechanism check, confirmed the bead mixer was steady and the tip cup grippers were aligned. He found the system was operational and qc was good. Based on the data provided, a specific root cause could not be identified. A preanalytical issue cannot be excluded as the manufacturer's recommendation for centrifugation time was not followed. It was possible the issue might have been resolved by the actions taken by the field service representative during the preventive maintenance visit. Other general causes include issues with sample quality or insufficient maintenance.